Event description:
The intrathecal catheter withdrew from the intrathecal space to the epidural space as seen under fluoroscopic or x-ray review (date not reported). The patient had a spinal headache and was taken to the emergency room. She had a temperature of 100.7. She was given a prescription for oxycontin 20 mg and oxycontin 10 mg to be taken every 8 hours. She was also prescribed oxycodone 15 mg and tylenol for breakthrough pain. The catheter was revised 2 days later due to the catheter migrating down to the insertion site level (revision details not provided). The patient was seen in clinic 3 days post surgically. The pump was interrogated and refilled with morphine and bupivacaine. The expected reservoir volume was 4.7 ml; the actual reservoir volume was 5.0 ml. The patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
.